Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4). (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was wobbly and that it would not charge the ins recharger. The ins depleted and the patient experienced a return of pain, and difficulty getting out of bed. A new desktop charger was sent to the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.